Event description:
We had previously filed a medsun report for nova glucometer batteries that swelled and ruptured within the glucometers, snapping the back off of the meter. The manufacturer responded that the issue was caused by the batteries being used past their expiration date. The manufacturer agreed to replace all 120 batteries with new batteries that would be labeled with the expiration date. However, two of the replacement batteries have since ruptured in the same manner. The batteries in question are a new rechargeable model with the expiration date of 08/2014, per the manufacturer label.